Event description:
A balloon assisted endoscopy procedure was performed. When withdrawing the endoscope with the balloon overtube, we discovered the balloon had ruptured at some point. There was no harm to the patient. But it could have resulted in aspiration. The balloons had tested as normal pre-procedure. The residual balloon piece was successfully retrieved via biospy forceps. We are awaiting a response from the MFR.